Event description:
Caller reported that the cartridge was not fitting properly on the pump as it was not fully snapped into place. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to take several actions, including removing the case from the pump, inspecting for damage, and cleaning the pneumatic tap area. It was found that there was an o-ring on the pneumatic tap, which was removed. After cleaning and filling a new cartridge, the caller successfully loaded it onto the pump, and the insulin delivery resumed.